Event description:
The customer reported that the insulin pump did not give a no delivery alarm during the time he was having problems with his infusion sets. The customer declined troubleshooting at the time of the call, and stated he would call back at a later date to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.